Event description:
Same case as 157460-2012-00023 and 157460-2012-00025. The complainant reported that the balloon valve/band detached necessitating a tube change three times in one month.

Manufacturer narrative:
(B)(4). Detachment of component. The device reported, list number 56548, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 51364, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The testing and investigation results indicated the complaint of balloon valve/band detaches was confirmed.